Manufacturer narrative:
The device was received by the (B)(6) center in (B)(6) and an evaluation was performed. The evaluation determined that the device system fault 74 was due to a defective heating element. The device was serviced and installed with a new heating element to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that during patient ventilation, a system fault (sf 74) occurred on an astral device indicating a software task error and causing the device to stop ventilation. The patient was placed on a back-up ventilator and was reported to be doing fine. There was no patient injury reported as a result of this incident.